Event description:
Discordant sodium and potassium results were obtained on an advia 2400 for 2 patients. The results were not reported to the healthcare provider(s). The patient samples were repeated on the same advia 2400 system and the corrected results were reported. There were no reports of adverse health consequences or known patient intervention due to the discordant sodium and potassium results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse checked the ise mixer motor and rotor, corrected a problem with the buffer line, cleaned the ise module and aligned the dilution probe pipette. The actual root cause could not be determined and no conclusion can be drawn as to what specifically corrected the problem. The instrument is performing within specifications. No further evaluation of the device is required.